Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3264009 (mfg. Date 06/2016) shows units were mfd., tested, inspected, and released, no exception documents cited.

Event description:
Complaint rec'd regarding two (2) ch3261, 30" (76 cm) appx 3.2 ml, admin set w/2 spiros, 20 drop in-line drip chamber w/15 micron filter, bag hanger; lot# 3264009. The report states, precipitation of melphalan. First (1st) bag of melphalan (4 mg/ml) - precipitation noted midway through infusion in bag and line. Melphalan bag had been incorrectly stored in fridge, and precipitation was attributed to this. Second (2nd) bag of melphalan (4 mg/ml) - precipitation noted midway through infusion in line only. There was unprotected chemo exposure reported. There was no adverse patient consequences reported.